Event description:
Additional information: it was reported that patient had experienced "tremendous sweats" at the time.

Event description:
On (B)(6) 2012 the pump alarm was heard. As of the date of this report it was indicated that patient was in the or. It was reported that patient had MRI a few days ago and believed that withdrawal symptoms began to happen prior to that. It was stated that the physician was suspecting pump was not working and was planning to do a rotor study and/or dye test. The pump logs showed a motor stall a few days ago that coincided with MRI, with no other stalls. Per reporter the physician was planning to replace pump regardless. The device per manufacturer device registration system was noted to have been explanted. Drugs delivered via the device were hydromorphone, clonidine, and bupivacaine.

Manufacturer narrative:
Catheter model: 8709, lot# j11297r03, implanted: 2002-(B)(6), explanted: unk; catheter model: 8596, serial# (B)(4), implanted: 2005-(B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4). Final analysis of the pump found a pump motor gear train anomaly with corrosion and/or wear and/or lubrication. During analysis the technician found significant residue on the lower shaft of gear 1, and also found some residue on the jewel where the lower shaft of gear 1 inserts into the bottom bridge assembly. Final analysis of the catheter found acceptable testing. The catheter was returned incomplete in segments.

Manufacturer narrative:
(B)(4).